Event description:
The pt reported, he had a stent implanted last april, and that it was getting narrow again. He would be having another procedure within a week. The last time, when he was sent into the hospital, the physician said his vessel diameter was too big and the pt inquired if there is a 4mm medical stent or if the cypher stent comes in that size. Unsuccessful attempts were made to obtain add'l info.

Manufacturer narrative:
A male pt of unknown age or medical history experienced restenosis approximately one year post cypher stent implantation. The reason for the pt's initial admission was not reported; but an angiogram revealed a lesion in an unknown vessel. No vessel and/or lesion characteristics were provided. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of act's was not reported. It is not known if, the lesion was pre-dilated prior to the placement of a cypher stent of unknown size at an unknown maximum inflation pressure. The post procedural administration of asa or plavix was not reported. Attempts to obtain further info from the pt have been unsuccessful. The product remains implanted in the pt and is thus, not available for evaluation. In addition, a DHR review was not performed since the lot number was not provided. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Without further info, it is not possible to draw a conclusion about a relationship between the device and the event.